Event description:
An endurant stent graft system was selected (but, not implanted in the patient) for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as there was severe tortuosity throughout the vessels. It was reported that the physician implanted the bifurcated stent graft and ipsilateral extension without issue. The physician had difficulties but was able to advance the lunderquist wire through the contralateral gate due to the patient anatomy. The physician inserted the endurant contralateral limb however the stent graft delivery system was unable to be advanced to the intended lesion site due to the patient's anatomy. The stent graft delivery system was removed from the patient and there were several kinks in the delivery system. The stent graft was not implanted in the patient. The physician elected to implant another manufacturer's contralateral iliac limb. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: kink. Anatomy related; severe vessel tortuosity. Conclusion: anatomy related; severe vessel tortuosity.